Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was found corrupt. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the system was hanging during the boot process resulting in a loss of functionality. There is no report of injury or death associated with the event described in this complaint.